Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2014, 693565 lead, implanted: (B)(6) 2011. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves).

Event description:
It was reported that the patient experienced palpitations and that an alert triggered for the right atrial (ra) lead due to high pacing impedances. Far field oversensing, artifact and noise were also seen on the atrial channel. In addition, there was high atrial threshold and a lead fracture was suspected. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.